Event description:
This report is being filed upon notification from our mr another country's MFR to submit this incident that occurred. Problem: pt had an mr procedure. The pt was scanned with the sense cardiac coil positioned with the head first into the mr scanner. The coil was positioned over the pt's upper arms and chest. During the examination the pt mentioned that he was getting hot and therefore, his arm was replaced and a sandbag was placed to assist him in keeping still. Immediately after the scan no burn was visible, however, later, a second degree burn with a 2.4 cm blister appeared on the right elbow.

Manufacturer narrative:
Conclusions - (other) no padding, insufficient distance was used to separate the coil cable and combiner box from the pt right arm. The cable from channel 1 was in a loop that could have passed near his elbow. Several scans were observed with high sar levels. The heating was most likely caused by unwanted rf interference. The fact that insufficient distance was kept between cable/combiner box and pt, and that high sar levels were used may have contributed to the cause of the burn. Other possible contributing factors are the pt's condition (anxious and perspiring), pt size, one coil cable in a loop and that both arms were almost touching the bore due to his broad shoulders. Such interference is hard to predict because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used etc. So the same coil may contributed to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. The instructions for use already contains extensive warnings related to coil and cable positioning.